Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. Stored egm noted device exhibited post-paced t-wave oversensing. The programming changes were made during the device check.